Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with nonunion l5-s1 from previous surgery and underwent the following procedures: removal of instrumentation, l5-s1, exploration of fusion mass at l5-s1, decortication of previous placed bone graft at l5-s1 and re-bone grafting with autograft 30ml cancellous chips, 20ml of bone graft, and one medium bmp. As per op-notes,¿ the set nuts were removed. The rods were taken from the heads of the screws and the four screws were removed. Exploration of fusion revealed the fact there was indeed a nonunion at l5-s1. Decortication was performed bilaterally and local bone that was resected from the fusion as well as 30ml of cancellous chips, 20ml of bone graft, and a medium bmp was split 50% -50% into each lateral gutter. The wound was copiously irrigated with bacitracin irrigating solution prior to placement of the bone grafting.¿ the patient tolerated the procedure well without any intraoperative complications.